Event description:
The pt experienced increased pain. The pump was explanted. The pt recovered without sequela. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.